Event description:
The patient reported that several v-go's in the past month the needle button popped out prior to the completion of the 24 hour period. The patient stated that with some of the v-go's where the needle button popped out, patient was sometimes able to push the needle button back in and if the patient jiggled the needle button while pressing down, it sometimes locked back in. The patient confirmed that she presses down on the raised circular bump of the needle button. The patient disposed of the worn v-go's.